Event description:
A product quality problems issue regarding packaging with the abbott diabetes care (adc) device was reported. The customer stated that upon receiving the adc device kit, they noted the package had a ¿cracked open sensor kit,¿ which was purchased through their healthcare professional (hcp). Furthermore, the customer indicated that the adc product ¿box was cracked open, but seal was still attached.¿ nevertheless, the device issue did not require contact with third-party, thus no third-party intervention or treatment was reported, no loss of consciousness or seizures had occurred, and the customer did not require self-intervention or self-treatment as a result of the device issue. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.